Event description:
It was reported patient was not able to set the ipg into MRI mode due to high impedances on both leads. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.